Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: gladiator elite 12.0 x 40, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. Liquid was observed to be leaking from a small balloon longitudinal tear identified approximately 1 mm in diameter and the tear was located at approximately 3 mm from the distal end of the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found shaft kinks at more than one location of the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 12.0 x 40mm, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 12.0 x 40mm, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.